Event description:
It was reported that the insulin pump was not turning on. Customer stated that they had an issue with the insulin pump not rewinding. Customer replaced the batteries and the insulin pump does not turn on. During the call customer stated that the insulin pump turned on and did not need any troubleshooting. Customer stated that it was a human error. Customer's blood glucose reading at the time of the call was 600 mg/dl and stated that they were aware of why their blood glucose readings were high. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.